Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and the pump battery is depleting quickly. Customer declined further troubleshooting or follow up so no further information could be gathered. There was no reported adverse impact to the customer's blood glucose level.